Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This is left side record. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification, deformation, cloudy in the gel, encapsulation (<50% of the area) and crease fold. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.